Event description:
A malfunction on the pump was reported by the customer, with no notable events occurring prior to the malfunction and no adverse impact to the customer's blood glucose level. Technical support decided to replace the non-resettable malfunctioning pump, which was under warranty. The customer was informed they would not have backup therapy in the meantime and was advised on steps to prepare the pump for return, including putting it into storage mode and using the supplied return box and label. The customer was also informed that upon receiving the replacement pump, they would need to program their settings and connect their cgm. A replacement pump was sent to the customer.